Manufacturer narrative:
(B)(4). All available information was investigated and the reported lever leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It was further reported that the lever caps were turned more than half a turn in the open direction to de-air the device. It should be noted that the mitraclip nt instructions for use (IFU) states that -loosen the lock lever and the gripper lever caps to de-air. Do not turn lever caps more than one half a turn in the open direction. The reported leak appears to be related to the user error of turning the levers cap more than half a turn in the open direction to de-air the device which caused the cap to be unstable and resulting in the subsequent leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will be submitted with all additional, relevant information.

Event description:
This report is filed since a leak was noted in clip delivery system (cds 61216u159) lock lever. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The first clip delivery system (cds 61216u159) was advanced to the left atrium without reported issue. While unlocking the clip for the first time in the left atrium, while using the lock lever, blood and bubbles were observed in the lock lever. This device was removed from the patient anatomy and another cds was used in replacement. When that clip was placed on the leaflets, mr reduction was visible; however, the mean mitral valve gradient pressure was deemed too high at 8mmhg. The clip was removed and the mean mitral valve gradient pressure returned to baseline. The procedure was aborted with no mitraclip implanted. The mr remained grade 3-4. There was no device malfunction with cds 70731u247. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.